Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 302-375 mg/dl. When patient pressed start, she realized the needle had not deployed as intended. The pod was not worn.

Manufacturer narrative:
The received device had the cannula assembly not deployed. Initial observation of the device found cracks on the top housing of the device. Although this damage was observed, it did not affect the function of the device. The downloaded data showed that the device ran 46 first prime pulses and was deactivated after first prime. Inspection of the device found no evidence that would result in the needle mechanism not deploying. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.